Event description:
It was reported that the patient's blood glucose levels reached over 500 mg/dl while wearing the pod longer than 48 hours. Patient reported the pod was a little loose and assumed it moved in their sleep. When removed from the infusion site (back), the pod's cannula was found bent. As treatment, a manual injection of insulin was delivered and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. The timing and cause of this damage is unknown. Although the soft cannula was kinked, fluid was still able to pass through the entire fluid path and out the distal tip of the soft cannula. The adhesive pad was attached to the bottom housing of the returned device. No issues were observed with the adhesive pad or the adhesive welds. Although no issues were observed, the exact cause of the failure to adhere could not be conclusively determined. The failure to adhere did not affect insulin delivery.